Event description:
Patient postoperative one day, laminectomy. During removal of hemovac drain, resistance was encountered, attempt at removal continued. Hemovac broke leaving retained portion in surgical wound. Patient returned to surgery removal of drain which was adherent to the muscle. Procedure performed under IV sedation.